Manufacturer narrative:
Concomitant medical products: 5076-52 lead; 459888, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two pauses. The right ventricular (rv) lead exhibited high and variable thresholds, loss of capture at varying amplitudes, and had become micro-dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.